Event description:
The handheld computer and complement flashcard were received by the manufacturer on (B)(6) 2012. Product analysis was completed and approved on (B)(6) 2012. No anomalies associated with flashcard software or databases were identified, and the software performed according to functional specifications. Analysis of the computer revealed that the non-responsiveness was due to user error in not turning off the lock button on the device. The lock button has no impact on the battery performance, but does disable the power button. Once the lock button was disabled, full product functionality was restored. No anomalies associated with the main battery were identified during the analysis, and the computer performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician's dell x50 handheld computer and wand were not working properly. The computer was reportedly not holding a charge, and the wand was "old"; therefore, he wanted the programming system replaced. Troubleshooting was performed by the company representative, but it did not resolve the problem. There were no reports of user mishandling. The physician was sent a new programming system. Return of the physician's troubled programming system is expected, but the products have not been received to date.